Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. Per evaluation comments, the complaint was confirmed for the bent seat rails. The left and right front and rear seat rails do not settle into the h-block. This issue is causing the seat upholstery to sag in the middle.

Event description:
The dealer stated the unit is bent out of box. The chair was not delivered to a patient, no injury or property damage.